Manufacturer narrative:
Physio-control evaluated the customers device and verified that the device was unable to deliver energy and gave a "shock not delivered" message. During internal inspection, physio found that the device white capacitor wire had become unseated, causing no defibrillation energy delivered. The wire connector was inspected and found to be deformed and not making a good connection to the spade, designator j18, on the main pcb assembly. The connector was reconnected to the pcb and device was able to deliver therapy. The root cause was determined to be an out of spec capacitor connector. The device was retained by physio-control and the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue. During further evaluation, physio found during testing that the device was unable to deliver energy to the defibrillation analyzer and gave a "shock not delivered" message. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.